Event description:
The surgeon attempted to implant an aq2017v silicone three piece lens but it became stuck in the cartridge prior to being implanted. There was no patient contact or injury. The contact stated it was unknown as to why the lens became stuck. An msi-ts injector and an aq cartridge fp were used but the contact was unable to recall the lot numbers.